Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the day 4 m after placement balloon rupture. Urine outflow was sluggish; upon inspection, it was discovered that the catheter had spontaneously dislodged and the balloon had ruptured. High probability of retained material remaining inside the body. Retrieval procedures by a urologist may be performed.